Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2017 (specific date not reported) resulting in fixture loss. Re-implantation is planned but has not taken place as of the date of this report.